Event description:
It was reported by service report that the brakes are not holding properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: brake cams.